Event description:
It was reported that "taxol" leaked from the bd phaseal¿ optima injector (n35-o) and onto the phaseal membrane while compounding it during use. The injector was also "broken" and disconnected from the syringe during use while compounding the drug. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "they reported that they saw taxol on the membranes of these 2 items when disconnecting from each other while compounding drug. Additionally the reported that the injector came off of the syringe while compounding and was "broken"."

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1808101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the injector ten times to verify if any leaks occur. Testing was reviewed for injector lot 1808101, all results were found to be within specification. A total of eight retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects or damage on the luer thread was observed. Each sample was properly connected to the syringe luer and a sample protector without issue. Functional testing was performed, penetrating the injector along with a sample protector ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "taxol" leaked from the bd phaseal¿ optima injector (n35-o) and onto the phaseal membrane while compounding it during use. The injector was also "broken" and disconnected from the syringe during use while compounding the drug. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "they reported that they saw taxol on the membranes of these 2 items when disconnecting from each other while compounding drug. Additionally the reported that the injector came off of the syringe while compounding and was "broken".